Event description:
On (B)(6) 2013, the lay user/patient¿s relative contacted lifescan (lfs) alleging an issue with the one touch ultralink meter reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began ¿3 weeks¿ ago. It is not known what medications, if any, the patient takes to manage their diabetes. It is also not known if the patient made any changes to their usual diabetes management regimen in response to the alleged issue. The reporter stated, one week before the alleged issue occurred, the patient developed symptoms of ¿peeing a lot, thirsty, irritable, and shaky¿. The reporter claimed the patient did not receive any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. No replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported having symptoms prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However, this complaint is being reported because the alleged issue remained unresolved.